Manufacturer narrative:
The pump passed the displacement test. The motor error alarmed during basic occlusion test due to loose and or flush drive support disk. The unexpected restart error test, unable to verify compromised force sensor system alarms or perform prime test, were unable to be done due to motor error alarm. The no delivery alarm was unable to be verified due to motor error alarm. The pump was received with normal operating current. The pump passed self-test. The pump passed off no power test. The pump was received with minor scratched lcd window, loose drive support disk cracked case at the reservoir tube window corners, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received compromised force sensor system alarm. The customer states they had issues with prime fill anomaly and insulin was squirting out. The customer's blood glucose level at the time of incident was 113mg/dl. Troubleshoot was conducted and the drive support cap was noted to be protruded. The customer was advised the pump would have to be replaced and returned for analysis.